Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2015 to report that on (B)(6) 2015, the patient experienced a loss of connection between smart device and transmitter. During the call, patient's smart device was displaying readings. Patient confirmed in the bluetooth settings that both dexcomct and dexcomrx applications were listed under "my devices." Dexcom representative advised the patient to forget the dexcomrx application. No additional patient or event information is available.